Manufacturer narrative:
Please retract this MDR as this is the replacement lead. No complaint was reported for this lead.

Event description:
It was reported that during implant the stylet did not advance completely and increased hv lead impedance was observed. The lead was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.